Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The unit was soldered; video issue was fixed by replacing the lcd that failed calibration. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the left eye of the surgeon side console (ssc) had no video. The site confirmed that the vision side cart (vsc) had video in both eyes. The intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to power cycle the system but there was no change. The customer was then instructed to reseat the cables in the vsc, the ssc, and then perform a power cycle; however, the issue persisted. The site completed the procedure robotically with an ssc from another system. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the high resolution stereo viewer (hrsv). The hrsv provides the video image for the ssc.